Event description:
Procedure: lap gastric bypass revision. According to the reporter: the surgeon proceeded to make his first staple line incision into the stomach, fired the device and the device fired accordingly. When he proceeded to open the jaws of the instrument and remove the stapler, he noticed the knife blade cut but no staples fired at all. A new sulu was opened but the surgeon could not rectify the problem, so he had to oversew the gastrotomy which took an additional 40 minutes. Abnormal bleeding occurred but amount could not be reported.